Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump displayed an e8 (power interrupt) error message in normal use. Caller stated the e2 (battery depleted) error message was not displayed correctly. No adverse event reported. Requested return of the alleged pump for evaluation.